Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Service replaced parts to resolve the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformance's, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that a false nonreactive architect anti-hbc ii result of 0.63 s/co retested reactive at 9.17 s/co. Field service identified that the wash zone 1 probe on the architect i2000sr analyzer was obstructed and the wash zone tubing was obstructed as well. Service replaced both parts to resolve the issue. No impact to patient management was reported.